Manufacturer narrative:
Customer complaint not replicated. Alarm 17 - no dc volts to the head: reseated j3 connection in power control. Recalibrated "a" side 60 / 30. Recalibrated "b" side 125. Ran volume checks and calibration shots performed. Optistar le calibration and system checks and tested ok. Return to the customer.

Event description:
Customer reports when "b" side run either with powerhead buttons or injection the "a" side runs also.